Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A complete se stent was implanted in the right sfa. During a revascularisation two complete se stents were implanted. Approximately 10 months post revascularisation, the patient suffered occlusion of the target vessel (right sfa) and was treated with revascularisation using non-mdt pta and stenting. Patient recovered.